Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) suffered from hyperglycemia (500 mg/dl) [hyperglycaemia] pen wasn't injecting insulin [device failure]. Case description: study ID: (B)(4). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "suffered from hyperglycemia (500 mg/dl)(hyperglycemia)" with an unspecified onset date , "pen wasn't injecting insulin(device failure)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes", novorapid penfill (insulin aspart 100 u/ml) (dose, frequency & route used- unk) from unknown start date for "diabetes", current condition: diabetes (type and duration were not reported). On an unknown date due to a technical issue in np4 as the pen wasn't injecting insulin, patient suffered from hyperglycaemia with blood glucose (blood glucose) level of 500 mg/dl. Batch numbers: novopen 4: not available novorapid penfill: not available. Action taken to novorapid penfill was not reported. The outcome for the event "suffered from hyperglycemia (500 mg/dl) (hyperglycemia)" was not reported. The outcome for the event "technical issue in np4(device issue)" was not reported. The outcome for the event "pen wasn't injecting insulin (device failure)" was not reported. Reporter's causality (novopen 4) - suffered from hyperglycemia (500 mg/dl) (hyperglycemia): unknown. Pen wasn't injecting insulin (device failure): unknown. Company's causality (novopen 4) - suffered from hyperglycemia (500 mg/dl) (hyperglycemia): possible. Pen wasn't injecting insulin (device failure): possible. Reporter's causality (novorapid penfill) - suffered from hyperglycemia (500 mg/dl) (hyperglycemia): unknown. Pen wasn't injecting insulin (device failure): unknown. Company's causality (novorapid penfill) - suffered from hyperglycemia (500 mg/dl) (hyperglycemia): possible. Pen wasn't injecting insulin (device failure): possible. No further information available. Preliminary manufacture comment: (B)(6) 2025: the suspected device has not been returned to novonordisk for investigation. No conclusion is reached.

Event description:
Case description: investigation results: name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Name: novorapid penfill 3 ml 100iu/ml, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation results updated: device tab: is non-reportable and malfunction field's updated to no. EU/ca tab: final report check box ticked, expected date of follow up report was removed device addendum: annex b c d g codes updated. Narrative updated accordingly. No further information available. Final manufacturer comment: 25-jul-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patients underlying medical condition of diabetes mellitus is a risk factor for hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary: name: novopen 4, batch number: unknown. No investigation was possible, because neither sample nor batch number was available.